Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: initial reporter: surgeon is unknown. Complaint sample was evaluated and the reported event was confirmed. Visual examination identified that the dovetail feature was flared out on one side. There were some nicks and gouges on the inferior side of the articular surface. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the locking mechanism did not work. Another insert was used to complete the case. No adverse events have been reported as a result of the malfunction.